Event description:
Bypass circuit included a reservoir bag and another co's centrifugal pump. Bypass was uneventful. While pt was rewarming in anticipation of ending bypass, forward flow from the pump ceased, even though pump speed was increased. Arterial line pressure dropped, and the pt's mean systemic arterial pressure dropped. Reservoir bag was full with face plate set at 900cc level. Level detection sensor did not alarm. Bag outlet was manipulated to ensure patency. Lines were clamped and pt was removed from bypass while the entire circuit was checked out. Hand cranking was initiated and bypass was resumed without difficulty. After weaning pt from bypass, a backup pump was used with the original centrifugal pump head to infuse volume prior to protamine administration. Pt was transported to recovery in stable condition. Perfusionist was notified the following morning that pt had suffered a right side stroke. Surgeon informed family that this could have been caused by the disease process but that equipment problems were also present during the case.